Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. Upon evaluation the battery was unable to recharge or power up a monitor. A root cause investigation is under by the battery supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack.

Event description:
A review of service data detected a reportable problem. During servicing, battery sn (B)(4) was unable to recharge or power up a monitor. The last pt to use this electrode belt did not report any deficiencies.